Manufacturer narrative:
This product is registered as a combination product. The lead was returned with no complaint. A complete lead was returned in two pieces connector portion (a) measuring 5.2cm and distal portion (b) measuring 43.2cm/ 45.8cm/ 50.7cm (outer insulation/ outer coil/ inner insulation and inner coil) for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found two external insulation abrasions on portion b. An external insulation abrasion located 4.2cm to 4.6cm from the distal tip caused by friction to another device or feature of the heart. The other external insulation abrasion located in between suture sleeve impression and the cut end of the lead at 23.3cm and 23.5cm from the distal tip, caused by friction to the device can. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.